Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: unique identifier. This report is associated with MFR report number: 3005168196-2017-01295.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01295. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization in the scrotal vein using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully deployed and detached the initial ruby coils in the target vessel using a lantern delivery microcatheter (lantern) and a handle. After advancing a new ruby coil in the target vessel, the physician attempted to detach it using the handle; however, the ruby coil failed to detach. After many failed attempts, the ruby coil was removed. The procedure was completed using additional ruby coils and the same handle. There was no report of an adverse effect to the patient.